Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the proximal to mid left anterior descending artery (lad) with heavy calcification. A non-abbott guide wire was advanced and a dissection occurred in the proximal lad, which was treated with a non-abbott stent. A 2.5 x 12 mm promus stent was implanted distal to the previously placed stent. A 3.0 x 23 mm promus was advanced, but could not cross to the target lesion. A 2.75 x 12 mm promus stent and a 3.5 x 12 promus stent were implanted. Intravascular ultrasound (ivus) was performed, and it was confirmed that the 3.5 x 12 mm promus stent was not fully apposed to the vessel wall. During an attempt to remove the ivus, resistance was met with the 3.5 x 12 mm promus stent, and it was not possible to advance or remove the ivus. Force was used to pull the ivus out of the anatomy, however, 20 cm of the ivus catheter separated inside the patient anatomy. A non-abbott guide wire was advanced in an attempt to remove the ivus; however, it could not be advanced. The patient was transferred to another hospital and a snare device was used to remove the ivus catheter. While removing the separated ivus, the catheter became stuck with the sheath, and a femoral cut-down procedure was performed. Two of the implanted stents were also removed with the ivus, and the physician commented that it was possibly the non-abbott stent and a promus stent that were explanted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Guide wire: fielder. Stent: driver 4.0-9, promus 2.5 x 12 mm, promus 2.75 x 12 mm, promus 3.5 x 12 mm. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or undersizing of the vessel. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems (sds) are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment. Return of the stent delivery system and the explanted stent may have aided in the investigation and determination of cause. There was no note of any damage to the sds or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulties experienced. It was reported the lesion was heavily calcified, which likely contributed to the reported difficulties. Further, as the stent would be unable to fully expand due to the calcification, this would contribute to the difficulties removing the intravascular ultrasound (ivus) catheter. Further, in the attempts to remove the ivus catheter, it likely interacted with the promus stent, subsequently explanting the stent. However, this could not be confirmed and a conclusive cause could not be determined. There is no indication of a product quality deficiency. The device lot history record for this product was not reviewed and a similar incident query was not performed because the device was not returned and the lot number is unknown.

Manufacturer narrative:
(B)(4). A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted guide wires are positioned in the left anterior descending (lad) and diagonal, both of which are significantly stenosed and calcified. Several balloon inflations are performed in the lad and left main (lm). A dissection occurs in the lm which then extends distally down the lad. Several more balloon dilatations are performed in this location. The diagonal wire is pulled back into the lad. There appears to be a dissection in the distal lm extending into the proximal lad. (The diagonal wire has been retracted into the lad.) A stent is deployed in the lm. A guide wire is then inserted into the left circumflex (lcx) and post-dilatations of the lm stent occurs. A second stent is then positioned and deployed in the mid-proximal lad followed by a 3rd stent deployment in the proximal lad with overlap with the proximal edge of the 2nd stent. A 4th stent is then positioned in the lm/proximal lad bridging the lm and proximal lad stents. A balloon inflation is performed in the lm extending into the lcx. There is a scene with 2 radiopaque markers; one in the lm and one mid lad. It is assumed that these are ivus catheter markers. Final scenes show that the distal radiopaque marker remains in the area of the 4th deployed stent. The lcx and lad guide wires are also visible. The reviewer concluded that the final scenes suggest that a catheter marker remains in the anatomy. It is possible that this marker is attached to a catheter fragment as described in the incident report.

Event description:
Subsequent to the initial medwatch report filed additional information received; the information confirmed that the location of the placed stents are as followed: from distal to proximal; promus 2.5 x12, promus 2.75 x12 and promus 3.5 x12 in the mid left anterior descending (lad), and a non-abbott stent in the proximal lad. Additionally, multiple stents were removed with the intravascular ultrasound (ivus)catheter, and the physician commented that it was possibly the non-abbott stent and a promus stent that were explanted. The target lesion was treated with stenting to complete the procedure.

Manufacturer narrative:
(B)(4). Two images were received of the dislodged stents and it was confirmed that one of the dislodged stents was a promus stent and the other was likely the non-abbott stent. The two stents were mangled together into a ball, consistent with the reported information the stents were explanted by the ivus catheter.